Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed a "defib fault 85" message.complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's hv module was removed and returned. The board was extensively tested, however the malfunction was unable to be duplicated. The customer has confirmed that replacing the hv module resolved the reported problem with the device. The customer also indicated that their facility has decided to take the device out of service. Analysis for reports of this type has not identified an increase in trend.